Event description:
On (B)(6) 2012, a female patient with a history of cancer, experienced the distal end of the tubing that connects to the y-site falling out while her nurse was priming and preparing an IV set with y-site vented for use. The IV set was not used during any treatment and immediately disposed of by the nurse on (B)(6) 2012. A follow-up conversation concluded that no further action was required.